Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 02-apr-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The cartridge was received with viscoelastic residue distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. The cartridge tip was observed to be torn and deformed. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was not even. It looked like it was melted. Account indicated that the tip was in contact with the patient. The surgeon was able to implant the lens with the damaged cartridge and there were no problems with the patient afterwards. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. The cartridge is not an implantable device. Section d6b: explant date: not applicable. The cartridge is not an implantable device. Section e1: telephone number: (B)(6). Section h3: the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.